Manufacturer narrative:
The tube was received and is currently being evaluated to determine a root cause. Results of investigation will be forwarded when available. All attempts to obtain details of the actual event, what happened, and condition of patient have so far been unsuccessful. Actual device involved evaluated. Results - evaluation not yet complete.

Event description:
The tube collapsed at the 1/3 point. Patient nearly died in surgery.